Event description:
Case description: investigation result: name: novofine autocover 30g 100 needles - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated, narrative updated accordingly and manufacturer's comment updated. Manufacturer's comment: 08-jan-2019: as the device (novofine 8mm (30g)autocover) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). H3 continued: evaluation summary: name: novofine autocover 30g 100 needles - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): serious injury (injury associated with device); unable to use the autocover needles (needle issue); missed two doses (product dose omission). Case description: this serious spontaneous regulatory authority case received via "FDA (us food and drug administration), USA" from the united states was reported by a pharmacist as "serious injury" beginning on (B)(6) 2018, "unable to use the autocover needles" beginning on (B)(6) 2018, "missed two doses" beginning on (B)(6) 2018, and concerned a male patient (age; not reported) who was treated with novofine 8mm (30g) autocover (needle) from unknown start date in 2016 due to "device therapy", patient's height, weight and body mass index: not reported medical history was not provided. It was reported that the patient receiving therapy with novofine 30g x 8mm autocover needles subcutaneously, was unable to use the needles on (B)(6) 2018 and as a result missed two doses. It was reported that this might have led to serious injury (unspecified). Action taken to novofine 8mm (30g) autocover was not reported. Batch number was not available and has been requested. The outcome for the event "serious injury" was not reported. The outcome for the event "unable to use the autocover needles" was not reported. The outcome for the event "missed two doses" was not reported.